Event description:
The customer reported that the insulin pump alarmed motor errors in the past month. The blood glucose reading at time of call was 146mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. During the call, the customer stated that he had called the paramedics twice due to his low blood glucose in the 20s mg/dl; they treated him at the scene and was not taken to the emergency room. Further testing was declined as customer already reverted to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.